Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) used contaminated samples were returned for evaluation. Both samples underwent visual inspection with no deviations identified. A luer taper test was performed on all luers, and both samples failed at the venous patient connector. The samples were then subjected to a leak test, during which leakage was identified on both sets at the venous patient connector. The defect is confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in the place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number(B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
According to the complainant, throughout treatment, bubbles were observed in the arterial line of the streamline bloodline set. This led to continuous alarms and clotting within the venous chamber. Air was removed from the venous chamber multiple times during the treatment. No patient complications were reported as a result of this event.